Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report was due to air being sucked into the disposable because the supply bag became disconnected from the supply line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use during dwell 1. The patient was connected. The patient stated that the bag disconnected from the line and leaked. The baxter technical service representative (tsr) explained the alarm and had the patient cycle the power resulting in a se 2367. The tsr reviewed the proper procedures per the user manual with the patient. The patient would start over with new supplies and speak with their nurse that morning. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the patient on (B)(4) 2011 regarding the reported se 2240. The patient stated that they did not know how the line and bag might have become disconnected, but thought the thread might have been stripped on the connection. The patient stated when they first went to connect the line and the bag, the connection seemed to slip down farther than normal so they re-twisted the connection and at that time it seemed to hold. Later that night, the se 2240 occurred. The patient was able to resume therapy successfully after starting over with new supplies. The patient spoke with their nurse about the alarm and was given an unspecified antibiotic as a preventative measure. The patient stated since then they have been continuing therapy on the cycler successfully.